Event description:
Customer reported getting high blood glucose results for a couple of days from their device ( in the 400s mg/dl.) At 6:30p.m device customer went to the emergency room (ER) and their device = in the 300s mg/dl. Lab = in the low 200s mg/dl. No treatment received. No controls used. A request was made for return product and replacement product was sent.